Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number: 0012709264 was returned and analyzed. During visual inspection, the catheter appeared intact with no visible issues; however, the spiral array pebax tube exhibited a kink between electrodes 4 and 5. The slide function operated as expected, and the shape of the capture device showed no unusual or atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Upon full advancement of the slide control to extend the guide wire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Electrical continuity testing revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the returned product inspection due to a kinked spiral array pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, deflection difficulties were experienced and the loop shape was abnormal. Despite these issues, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.